Manufacturer narrative:
(B)(4).

Event description:
It was report that the asymptomatic patient received several high voltage shocks that did not convert the patient out of an unidentified arrhythmia. Along with failure to convert was that the patient did not return to sinus. The patient condition is now stable. It was suspected the source of the failure to convert was consumption of a lot of alcohol. Conducting an electrophysiology study was recommended to determine the type of arrhythmia that occurred. No further information is available.